Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that since implant date they had not felt the stimulation and they don't know if it's even working. Patient stated that their back does not feel good. Agent asked and patient confirmed they did feel pain relief with their restore scs, but not with their intellis. Patient reported cannot provide desired intensity settings screen (59). The patient was redirected to their healthcare provider to further address the issue and to discuss therapy adjustments. Patient mentioned they are handicapped. Additional information was received from the patient via patient letter. Patient was asked what the cause of not feeling stimulation and getting the "cannot provide desired" was? Patient stated they don't understand why they don't feel stimulation. They have tried increasing intensity but can't feel stimulation. Patient have talked with their doctor. Issue is still unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep stated the issue was not resolved because the patient lives far away from the pain clinic and has to get medical transport arrangement. However, the pt is now running her b group and is not getting that error message so her overall issue is resolved and is happy with this outcome. No further action needed.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue is still ongoing. Patient is getting cannot provide intensity on group a. They are unsure what the cause of not feeling stimulation and getting the "cannot provide desired" is. Rep stated maybe a high impedance but unable to see patient in clinic at this time as they need a medical transport. Rep called patient and helped them over the phone to change to b group- patient did not get that message and was able to increase intensity and felt stimulation again on b group. Issue not resolved on a but issue resolved when switching to b group and they can feel the stimulation again. The rep would like to see patient in clinic to run impedance check but they are very limited as they need a medical transport, it is very expensive for them, and they live an hour away from the clinic. Patient is staying on group b for now and is happy they can feel stim again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.